Event description:
A blood sample was drawn from a pt to obtain a baseline (pre-drug) platelet function test result using the ultegra rpfa-trap. A result of 50 pau was obtained. This value is significantly lower than the baseline reference range cited in the device package insert (125-330 pau). After administration of eptifibatide, another blood sample was drawn, and a test result of 38 pau was obtained.